Manufacturer narrative:
Investigation summary: a complaint of tubing tearing and leaking was received from the customer. A photo was provided to aid in the investigation of this defect. The customer complaint was verified through observation of the photo. Damage of the tubing was observed. A device history record review was completed by our quality engineer team for provided lot number 9224835. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined due to a sample not being returned. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: bd was able to observe a tubing defective ¿ damaged in the picture provided by the customer, however bd was not able to confirm by the customer indicated failure mode to the manufacturing process because is necessary sample to perform a better investigation and provide a conclusion. It is important to mention that our product is made manually and during this assembly we do not use sharp objects that could cause a damage in the tubing or other parts. No actions will be taken at this time; however, we will keep monitoring the manufacturing process in case any emerging trend is detected.

Event description:
It was reported that 8 bd saf-t-intima¿ IV catheter safety systems experienced leakage. The following information was provided by the initial reporter: hospital on (B)(6) 2021, head nurse in the ward when preparing the infusion, pulled open small clip when the fracture extension tube appear, led to leakage, the indwelling needle had retained a day, not to infusion, to patients to puncture.